Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device needs "sensor to be replace". No patient injury/involvement reported.

Manufacturer narrative:
One device was received for investigation with a non-OEM top case and power cord, all top case extrusion posts broken off, war clip screw post broken, power receptacle seal cracked and a missing battery. The device was functionally tested and the syringe flange sensor was stuck on "false. The post connecting the flange sensor to the top case was broken off. This was caused by customer damage. It is recommended that the top case be replaced by a repair technician to solve the problem. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint.